Event description:
Device fails to power on. No patient involvement.

Manufacturer narrative:
Membrane failure due to suspected storage outside of the indicated conditions. Upon receipt, the device could not be powered on. The fault was attributed to corrosion on the contact area of the on/off dome on the membrane pcba. This had resulted in the on/off button making no connection with the contact pads beneath, resulting in the failure of the device to power on. The fault could not be replicated after clearing the corrosion from beneath the dome. This would confirm the corrosion had caused the observed failure and that corrosion is suggestive of storage outside the indicated conditions.

Event description:
Device fails to power on. No patient involvement.